Manufacturer narrative:
The device was received and analyzed. Prior to the analysis, the manufacturing processfor this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the device functions to be as specified. Upon receipt, the device was interrogated and the memory content was inspected. The inspection revealed that the device activated the battery status eri as a result of an invalid memory content. However, the battery is definitely not depleted. In general, the pacemaker is equipped with the ability to detect and repair invalid memory content. In the case that there was invalid memory content in an area related to specific device data, the pacemaker will by design activate the device status eri. This does not represent a device malfunction. The pacemaker was subjected to an electrical analysis. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. During the further course of the analysis the eri status was removed. Subsequently the battery status was ok with a remaining battery capacity of 90%.in conclusion, the clinical observation resulted from invalid memory content. The rootcause for the invalid memory content was not determinable. However, external influences such as strong electromagnetic fields could be taken into consideration. After a manual correction of the invalid memory content the device was operating as specified. The analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend.

Event description:
During a lead revision, this device was explanted and replaced due to eri approximately 19 months after implantation. Ra lead was replaced due to high impedances. No adverse patient events were reported. Should additional information become available, this file will be updated.